Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during clip deployment, difficulty was noted, and the clip did not initially release from the system which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds 60714u182) was advance to the mitral valve, and the deployment steps were started. After the actuator knob was turned 8 times in the arrow direction, and retracted 1cm, the clip partially released from the cds, but was in a wedged position (shaft was axial to the clip). There was no tension on the system. The delivery catheter (dc) handle was turned nearly 90 degrees in clockwise and counter clockwise directions. After nearly 5 minutes, the clip released from the shaft. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects. There was delay reported due to the deployment issue, but it was not clinically significant to the patient, and it was confirmed that there was a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Furthermore, the reported clip wedged appears to be a procedural condition of the difficult to deploy when the l-lock tabs were unable to initially disengage from the clip connector windows. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.